Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited the distal end had missing glue at forceps raiser cover and the ultrasound probe surface was peeling. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.